Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation caused by the left ventricular (lv) lead. It was noted that the lead dislodged and feel out of the coronary sinus. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.